Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) who contacted boston scientific technical services (ts) to report she has been watching the impedance measurements with this pacemaker and competitor right ventricular (rv) lead for over a year. The hcp reported the impedances have been jumpy (intermittently greater than 3000 ohms). The lead safety switch (lss) feature was turned off due to what appeared to be myopotential oversensing. There were numerous episodes of what looked like electromagnetic interference (emi). Ts reviewed the episodes and discussed the representation of oversensing of the minute ventilation (mv) signal. Ts recommended brining the patient in to the clinic to turn off the mv feature and perform isometrics, pocket manipulations and arm reaching exercises. Ts discussed if noise or the impedance excursions cannot be reproduced then this may be a lead issue. Ts discussed programming options for unipolar pacing and bipolar sensing. Ts also noted there was a 47 min, 33 min, and 22 min ventricular tachycardia episode with no electrogram; and explained the longest episode with an electrogram was 8 min and it was a device oversensing the mv signal. Ts discussed since the lss feature was programmed off in (B)(6) 2016, this would not be episodes of myopotential oversensing as these all occurred after (B)(6). There were no adverse patient effects. It was noted this patient is not pacemaker dependent.